Manufacturer narrative:
Product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.0/+2.0/091 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, significant reduction of irido-corneal angles (ica), and blurred vision. The problem was resolved.